Event description:
The reporter stated the surgeon implanted a cq2015a collamer aspheric three piece lens. Lens haptic was damaged during insertion into the eye. Lens was removed, no widen incision or suture required. No patient injury. The injections system used has not been approved by the manufacturer for use with this model lens. The reporter stated they are aware this is off label use.

Manufacturer narrative:
(B) (4). Conclusions: based on the complaint history, a likely root cause of the event is off-label use of the injection system with this lens. (B) (4).